Event description:
According to the user facility, the listed device was observed to spark at the power supply on the back of the monitor. No adverse effects to the pt or user were reported.

Manufacturer narrative:
Device eval: the capnograph device was received for eval. Inspection and testing of the returned device and power supply confirmed it is to be within spec; no damage or defects were found. However, sparking at the power supply is a known issue when the power supply is connected to the monitor after it has been plugged into an electrical outlet. The electrical discharge (spark) only occurs when the power supply is connected to the monitor after it is plugged into the electrical outlet. To prevent further occurrences, corrective actions were implemented to add add'l verbiage to the operator's manual, a yellow warning label was attached to the power supplies with diagrams showing the proper way to connect the power supply to eliminate sparking. The returned unit and power supply were made before the implementation of the above mentioned corrective actions.